Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant oss310 at tooth site #46 fractured, the top portion remains inside the crown, patient kept it at home and the bottom part was removed completely.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report, b5: describe event or problem, g4: date received by manufacturer, g7: type of report, follow-up number, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: event problem and evaluation codes, h10: additional narrative. One osseotite® implant 3.75 x 10mm (oss310) was not returned for investigation. Therefore, visual evaluation could not be performed. Upon product receipt, cmp and pce will be reopened and updated accordingly. The investigation was performed using the applicable instructions for use and risk files. Functional testing and dimensional analysis could not be performed, since the device was not returned. No pre-existing conditions were noted on the per. The reported device had been placed on tooth # 46 (fdi) for approximately 16 years. X-ray or picture images were not provided. The device history record (DHR) was not available electronically for the subject lot number (216722). Thus, could not be further reviewed at the time of the investigation. A notification/request has been sent to manufacturing to pull the DHR for review. The pce will be reopened and updated if there is any indication of non-conformance, or any possible manufacturing issue related to the reported event. Since the DHR was not available, a search in the non-conformance database (tipqa) was conducted with the lot number to discover any non-conformances related to the reported event and subject lot number. No non-conformances were found for the subject lot number. Complaint history review was completed for the subject lot number (216722). No other complaints about nonconforming products were identified. Therefore, based on the available information, device malfunction and the reported event could not be verified as the product and pictorial evidence were not available. H3 other text: product not returned.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One osseotite® implant 3.75 x 10mm (oss310) was returned for investigation. Visual evaluation of the as returned product identified excessive bone and a fracture across the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device had been placed on tooth # 46 (fdi) for approximately 16 years. X-ray or picture images were not provided. The device history record (DHR) was not available electronically for the subject lot number (216722) thus could not be further reviewed at the time of the investigation. A notification/request has been sent to manufacturing to pull the DHR for review. The pce will be reopened and updated if there is any indication of non-conformance, or any possible manufacturing issue related to the reported event. Since the DHR was not available, a search in the non-conformance database (tipqa) was conducted with the lot number to discover any non-conformances related to the reported event and subject lot number. No non-conformances were found for the subject lot number. Complaint history review was completed for the subject lot number (216722). No other complaints about nonconforming products were identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.